Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor of the navigation system was black on three quarters of the display. Restarting the navigation system restored functionality. The representative then returned to the site and found that the monitor displaying no input on the screen. It was reported that a hard restart did not restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when attempting to progress in the spine application software. It was reported that the issue occurred when setting up for a procedure. Restarting the navigation system three times did not restore functionality. The navigation system was then plugged directly into the wall, rather than a boom, and functionality was restored. There was no patient present when this issue was identified. No additional information was provided.